Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300 - 400 mg/dl.